Manufacturer narrative:
The implant was returned and visually inspected. There was evidence of a fractured screw in the bottom of the implant. There were general signs of usage, but no other damage was noted to the implant. The remainder portion of the screw was not returned. Radiographs were provided which also confirm the fractured screw inside the implant. Device product or lot information for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw broke in the implant. The implant was removed.